Event description:
Reporter indicated that the patient's vns indicated high impedance during a system diagnostics test. No trauma is believed to have occurred. The vns has been disabled as per manufacturer recommendations. X-rays have been received; however, no anomalies could be visualized. The lead pin appears to be fully inserted so it is likely that a lead break is present that could not be visualized. No replacement surgery is planned at this time. No adverse events have been reported.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.